Manufacturer narrative:
The suspect device has not been received by olympus for evaluation at this time and a root cause cannot be determined.

Event description:
A user facility reported to olympus that their monitor failed to produce an image. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The suspect device was not returned to olympus for evaluation. The legal manufacturer performed an investigation, however, a conclusive root cause could not be determined. The legal manufacturer believes that the failure likely occurred due to a power supply board malfunction or malfunction of the image processing board.